Manufacturer narrative:
Device received with intermittent button response due to flattened esc and act button dome switch. No button error alarm during testing. No unlocked lcd keypad connector. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected low battery alarm anomalies noted. No unexpected failed battery alarm anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that screen on insulin pump scratched up very bad and hard to read as well as buttons were harder to press. Customer¿s blood glucose was unknown. Customer stated that insulin pump rejected new batteries and had diminished battery life. Insulin pump will not be returned for analysis.